Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in the left bundle branch (lbb). Multiple attempts were made to place the lead multiple times, however the lead began to pull back. The lead was attempted to be removed, but the lead was noted to have fractured. The helix was noted to be in the septum and not in the right ventricular cavity. A new lead was successfully implanted prior to wound closure. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in the left bundle branch (lbb). Multiple attempts were made to place the lead multiple times, however the lead began to pull back. The lead was attempted to be removed, but the lead was noted to have fractured. The helix was noted to be in the septum and not in the right ventricular cavity. A new lead was successfully implanted prior to wound closure. No adverse patient effects were reported.